Event description:
The account alleged the brakes will set but the wheels will still roll and the brake not set alarm stays on. No patient impact.

Manufacturer narrative:
The account found the rivet that holds the brake/steer lever to the brake/steer linkage had broken. The account replaced the rivet to resolve the issue.